Event description:
It was reported that the recently implanted vns patient was having pain at her generator incision site and was unable to use her left arm. The patient¿s neck incision site looked great, but the generator incision site was swollen. The patient¿s physicians stated that the swelling at the time was normal. Follow-up revealed that the patient¿s neck incision scar was swollen and tender. The patient had developed an infection at her incision sites and underwent surgery. The details of the surgery are unknown. The patient was given high doses of antibiotics and stated that she was doing great. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Attempts for additional relevant information have been unsuccessful to date.

Event description:
On (B)(6) 2014 it was reported that the patient¿s device was explanted due to the infection on (B)(6) 2014. It was reported that the physician will re-implant the patient as soon as she is off her antibiotics and has been cleared by infectious disease.

Event description:
On (B)(6) 2014 it was reported that the patient was scheduled for re-implant surgery. The patient underwent re-implant surgery on (B)(6) 2014.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.